Manufacturer narrative:
Follow-up #1 date of submission 10/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/01/2015 with the following findings: a review of the black box data showed no errors, alarms, or warnings or drastic voltage fluctuations. A visual inspection of the pump showed the battery compartment was cracked and the pump casing was cracked near the right corners of the display lens. Evidence of moisture corrosion was observed behind the display. The pump failed a leak test at the battery compartment and pump casing. The pump¿s current draws were elevated. Evidence of moisture corrosion was found inside the pump and on the continuous glucose monitoring circuit. The circuit was disconnected and the current draws returned to specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.